Event description:
Arjo technician during onsite visit found the safety side collapsed from the bed frame. It was found the loose stop bolt, the part was refitted and the bed started to operate correctly. There was no indication of any patient involvement. No injury was claimed.

Manufacturer narrative:
The bed evaluation performed by arjo¿s technician revealed that the wooden safety side had come out of the holder due to a loosened side rail safety stop. The circumstances of the event are not known. The last maintenance of the claimed device was conducted on 27-feb-2025. No issues with the side rail were identified at that time. A review of post-marketing surveillance suggests that the most likely scenario is that the wooden side rail came out of the holder due to the application of excessive external force. However, this scenario cannot be confirmed. According to the review of historical records, the side rail had not been replaced in the past. Therefore, the detachment of the safety side rail could be the result of normal wear of the component. To sum up, arjo device failed to meet its specification since safety side had come out of the holder. There was no indication that the device was used by a patient during the event. The complaint was assessed as reportable due to safety side detachment. The device was manufactured before UDI implementation; therefore, no UDI will be available.